Event description:
During a procedure, the instrument shaft broke proximal to the wrist. No fragments or components were reported to have fallen in the pt. The procedure was completed using another forceps instrument. No pt harm or pt injury was reported.